Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: initial reporter occupation: reporter is a j&j employee. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, a tibial nail and the impactor and the t-handle chuck were damaged during surgery and possibly over use. The impactor broken down and the t-handle wasn¿t working properly and getting stuck all the time. Impact to the surgery was minimal as we were quite lucky that we were able to extract the part that broken down from the impactor, with a minimal delay of 10 minutes. This report is for one (1) driving cap f/insertion handle. This is report 2 of 2 for complaint: (B)(4).